Event description:
This event wa created from a journal article in the european journal of vascular and endovascular surgery titled "dilatation of the proximal neck of infrarenal aortic aneurysms after endovascular aaa repair" eur j vasc surg 19, 297-201 (2000). Article citation: j. J. Wever, a.j. De nie, j. D. Blankensteijn, I. A. M. J. Broeders, w. P. Th. M. Mali and b. C. Eikelboom. The article reviewed all patients who underwent evar using evt endografts. Some of these patients were followed for less than 6 months, due to operative mortality (1), non-related mortality (1), and conversion (6). As a result, a total patients were included in the study. There were some females and male patients with a median age of 69. These total patients experienced 14 early and 8 late endoleaks. Clinical observations: endoleaks, aneurysm growth, un-identified operative mortality, non-related mortality and conversion surgery.

Manufacturer narrative:
Attempts to identify patient's and/or model-serial numbers were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.